Event description:
Patient wore a new pair of lenses on a daily wear basis for five days and then developed a central corneal ulcer of the left eye. The ulcer healed quickly with treatment and completely resolved. There is no permanent decrease in visual acuity. The ulcer was believed to be sterile and no culture was taken.